Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a ventricular lead implant procedure, the fixation coil broke during replacement of the lead. Infinite impedance was measured on the lead with no capture or sensing after the lead was fixed. A new lead was implanted. The patient was stable after the procedure.